Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the pulse generator exhibited backup vvi operation. On (B)(6) 2016, the patient experienced a syncope episode. On (B)(6) 2016, the asymptomatic patient presented in clinic for follow up. A device software could not be performed due to high battery impedance and the patient is pacemaker dependent. The device was explanted and replaced. The patient was in stable condition.